Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) 3 was analyzed and failure analysis investigation replicated and confirmed the customer reported complaint as having occurred in the field. The usm was tested on an in-house system in normal mode and triggered an error 319. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) where it failed the check all boards and fiber tests. Troubleshooting was done with gold rolling loop fiber installed to verify both failures.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had 319 recoverable error and gave the option to deactivate universal surgical manipulator (usm) 3. The system was restarted by the emergency power off (epo) process, but the reported issue persisted. The system continued to trigger error 319. The medical team decided to deactivate arm 3 and continued with the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the problem occurred before the procedure but after the ports were positioned on the patient. When turned on, the system was operational normally with all arms working. After the drapes were placed and when the docking procedure began, arm 3 developed a defect. Arm 3 was disabled, and the procedure resumed. The system did not present an error when starting. Technical support was contacted at the same time and the technician validated the problem with the manufacturer to allocate the part to be replaced. The solution to maintain the procedure was to block arm 3 returning from the recoverable failure state, which allowed the procedure to be completed with the other arms. The customer tried to restart the robotic system as a first measure to recover from failure, including with epo, but without success. After exchanging arm 3, the system was calibrated, tested and released for use without showing any defects. Procedures have already been carried out after the event and it has been in perfect operation since then.